Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to perform the fill tubing process multiple times after completing the load. Reportedly, the customer performed the load fill tubing process again without changing any supplies and insulin delivery was resumed. Customer's blood glucose was 135 mg/dl.